Event description:
The customer called diagnostica stago inc. On (B)(6) 2015 to report an incident that occurred on (B)(4) 2015 in which one of the technologists was punctured by the cap piercing needle on the device during routine maintenance. According to the incident report supplied by the customer: the employee was treated at the occupational health clinic at (B)(4) hospital after a sample probe stick while performing instrument maintenance. She was given a t-dap shot, (B)(4) booster, routine blood work and a 28 day treatment of (B)(6) prophylaxis (truvada and raltegravir). MFR. # 3003943960-2015-00001.